Event description:
The pt's mother reported that on (B)(6) 2012, her daughter was admitted through the ER and hospitalized for three days. Her daughter's blood glucose in the ER was 400 mg/dl; she was hydrated and was given insulin. The device was removed at the ER. The mother gave no more info about the emergency and would not respond to questions about it. She stated several times that she did not believe the hospitalization was device-related, but rather due to her daughter's illness (no specifics reported).

Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to the reported high blood glucose. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)," and advises "to handle sick days treat the underlying illness to promote faster recovery; eat as normally as you can; adjust bolus doses, if necessary, to match changes in meals and snacks; always continue your basal insulin, even if you are unable to eat and contact your healthcare provider for suggested basal rate adjustments during sick days; check your blood glucose every 2 hrs and keep careful records of results; check for ketones when blood glucose is 250 mg/dl or higher; follow your healthcare provider's guidelines for taking additional insulin on sick days; and drink plenty of decaffeinated fluids to prevent dehydration."